Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called for help on charging their ins. Agent walked pt through charging. Pt seeing passive charge mode icons and was able to charge and seeing excellent. Pt will ball back if further questions arise. Pt stated they have a hard time finding where the ins is. Agent made two outbound calls to gather serial number of equipment and to confirm healthcare provider (hcp) information with no answer. On (B)(6) 2024 pt called back and repeated that they are getting poor recharge quality. Pt verified the yellow light is blinking. Pt stated they have an hcp appointment tomorrow. Pt stated they can't feel the ins in their body but thinks it is on the right side. Pt does not have anyone there to help them. Pt stated they cannot feel the incision line/scar. Patient services (pss) suggested that pt work with the field rep to connect to charge the ins. Pt stated that they normally feels stimulation down legs and feet but pt is not feeling that now. Pt mentioned they are feeling tingling in the buttocks area. On (B)(6) 2024 patient called back in stating they were nervous as their controller stated "terminated" when they attempted to charge their implant. Patient stated their implant was at 80% charge, and believed the terminated screen meant there was an error. Agent explained charging education to the patient and the meaning of the terminated screens. Patient also mentioned their controller was completely drained this morning. Patient confirmed they were able to charge their controller as expected, at the controller is charged to 30%. Patient started a charging session of their implant on the call and reported good charging quality. Agent explained ideal charging positioning with the patient. Patient was a bit confused on the call, and after further review, there were no equipment issues or errors. Patient is meeting with their hcp tomorrow. The patient education provided on the call resolved the issue.